Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) had the health care professional (hcp) hover the wand slightly above the device in a small circular motion and the device was able to be interrogated. Ts determined the data was unable to be sent initially due to poor cellular signal. It was also reported the patient suspected the crt-d was not working properly, and the patient was not feel well and had blurry vision. Ts referred the patient to their cardiologist. The patient presented into the clinic, it was noted that this left ventricular (lv) lead exhibited high capture thresholds, oversensing and pacing inhibition. An x-ray was performed and the lv was not appear to be dislodged, but could be pulled back. Currently, this product remains in service and no adverse patient effects were reported.